Manufacturer narrative:
A follow-up call was made to the customer to obtain the status of the iabp. The customer reported that they ran tests on the unit in-house and no issues were found. The iabp has been returned to clinical service. The customer also reported that they had field actions performed on the unit after this event.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) alarmed ¿system failure¿ and stopped pumping. Multiple reboots resulted in the same alarm, and the iabp was replaced and sent to the biomedical department. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) alarmed ¿system failure¿ and stopped pumping. Multiple reboots resulted in the same alarm, and the iabp was replaced and sent to the biomedical department. No adverse event was reported.